Event description:
Caller states staff were unable to obtain a result on the inform system for a high risk pregnant patient who had low blood glucose symptoms. Staff treated the patient with juice and crackers, which patient was able to consume on her own. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states staff were unable to obtain a result on the inform system caller states staff were unable to obtain a result on the inform system caller states staff were unable to obtain a result on the inform system for a high risk pregnant patient who had low blood glucose symptoms. For a high risk pregnant patient who had low blood glucose symptoms. For a high risk pregnant patient who had low blood glucose symptoms. Staff treated the patient with juice and crackers, which patient was staff treated the patient with juice and crackers, which patient was staff treated the patient with juice and crackers, which patient was able to consume on her own. Requested return of suspect device and able to consume on her own. Requested return of suspect device and able to consume on her own. Requested return of suspect device and replacement was sent. Replacement was sent. Replacement was sent.